Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2010 alleging inaccurate high readings on his one touch vita meter compared to the a medical surveillance specialist (mss) sent follow up questions; however, the patient refused to answer any further clinical information about the complaint and requested the customer care advocate (cca) to not call him again. The following is based on the initial call: lab. The patient had obtained a result of 111 mg/dl on his meter on (B)(6) 2010 at 7:31 am and on (B)(6) at 7:30am, the lab result was 91 mg/dl. He had visited his physician due to the reported issue, and his insulin had been changed due to the results he had obtained on the meter. He was taking 28 units and now he takes 20 units of insulin. The patient noticed the alleged high readings, since he had obtained the meter, which was 3 months ago. He did not call us at the time, since he was newly diagnosed as having diabetes. At an unspecified time after the alleged issue began, the patient developed symptoms of "hypoglycemia" and was tired. It is unclear the time and date of when the patient developed symptoms and any further clinical information about the event. Products were replaced. At this time the complaint is being reported since the patient alleged that he had developed symptoms of "hypoglycemia" sometime after obtaining alleged high readings on his meter.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/11/2011. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.